Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of atrial perforation is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. Based on the available information, a cause for the reported atrial perforation could not be determined. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the atrial perforation. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The clip was advanced, and the clip was placed. During deployment the clip was difficult to release form the delivery catheter shaft. Troubleshooting was performed and the clip released without further issue. Mr was reduced to 1-2. After removal of the steerable guide catheter, a right to left shunt occurred, requiring a closure device for treatment. No additional information was provided.